Manufacturer narrative:
Patient information provided: male, 61 years old, 154 lbs. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that there was an arterial bubble alarm during patient transfer to receive a CT scan. This resulted in a pump stop. The failure occurred during treatment. No harm to any person has been reported.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that there was a bubble alarm during patient transfer to receive a CT. This resulted in a pump stop. The cardiohelp was not replaced. The failure occurred during treatment. No harm to any person has been reported. As there was a pump stop during treatment, a report is required. The patient information was shared by the customer: male, 61 years old, 154 lbs. A getinge technician was sent for investigation. The cardiohelp was sent to the repair¿s depot. No failures were reported during the repair. No parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong bubble sensor information. - influence due to other ultrasonic devices (e.g. Flow sensor) - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). - bubble sensor defective / disturbed. - detection of no-existing bubbles. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2025-11-17 for the period of 2022-09-06 to 2025-09-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-09-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "bubble alarm ¿ pump stop" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).